Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h3, h4, h6, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. There is no repair history. Customer informed that the device composite video does not work. It is likely that the user applied excessive force to the composite connector, or the composite output circuit component of the dp board accidentally failed, causing the composite output to not display the image. Regarding the handling of the video processor, the instruction manual has the following description that may have prevented the issue: do not touch the electrical contacts inside the video system center¿s connectors. Do not apply excessive force to the video system center and / or other instruments connected. Otherwise, damage and / or malfunction can occur.

Manufacturer narrative:
Relevant new information received for this event. This supplemental report is being submitted to provide this information. Customer informed that the device composite video does not work. However, they are upgrading their speech pathology system so will no longer need the feature/function. Device will not be returned.

Manufacturer narrative:
There is no additional information available for this event as yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device yielded no composite video. There is no reported patient harm.